Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not initially contact healthcare professional. Customer had symptoms of high blood glucose; customer was vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer reported that basal was changed each time there were changes to blood glucose. Customer was not able to perform high pressure test due to being at work. Customer called back to complete troubleshooting. Customer did not have tubing clamp for high pressure test and customer was advised that tubing clamp would be sent.